Event description:
It was reported that during the percutaneous catheter myocardial ablation procedure to treat atrial fibrillation in the left atrium and right atrium, the faradrive steerable sheath clear, was selected for use. It has been mentioned that after inserting the faradrive sheath, the farawave was inserted into the sheath, and air was removed. However, air continued to bubble out. It was determined that the valve was damaged, so the sheath was replaced. The procedure was completed successfully by using a different device but the same model. No patient complications have been reported. The product is expected to be returned. It was further reported that the dilator and the versacross wire were inserted in the faradrive before or at the time the air was identified. A pump was used for the irrigation of the sheath. The flow rate was at 20 and the air tray was used during insertion. The guidewire was about the tip of the catheter. No other issue has been reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the percutaneous catheter myocardial ablation procedure to treat atrial fibrillation in the left atrium and right atrium, the faradrive steerable sheath clear, was selected for use. It has been mentioned that after inserting the faradrive sheath, the farawave was inserted into the sheath, and air was removed. However, air continued to bubble out. It was determined that the valve was damaged, so the sheath was replaced. The procedure was completed successfully by using a different device but the same model. No patient complications have been reported. The product is expected to be returned. It was further reported that the dilator and the versacross wire were inserted in the faradrive before or at the time the air was identified. A pump was used for the irrigation of the sheath. The flow rate was at 20 and the air tray was used during insertion. The guidewire was about the tip of the catheter. No other issue has been reported.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve, pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.